Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the teflon pad on the ultrasonic surgical device was partially separated from the jaw. The issue occurred during the middle of a therapeutic low anterior resection (lar) procedure, which was completed with a similar device, and without delay. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the root cause of the reportable malfunction could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.